Event description:
It was reported that the customer played in the sand pit and now there is sand in the reservoir compartment, especially on the thread. Customer's mother stated that the infusion set cannot be connected properly. Customer was advised that the pump will need to be replaced. Caller was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The reservoir tube was inspected and there was no sand noted. The unit had a cracked belt clip slot, cracked reservoir tube lip and minor scratched lcd window.